Event description:
An administrator reported a total of ten pts from two different surgery days that presented at one day postoperative with symptoms of inflammation which are thought to be toxic anterior segment syndrome (tass). Add'l info has been requested. For this product, there are ten medical device reports associated with these events. This is the seventh of ten reports.

Manufacturer narrative:
Eval summary - the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. A company recommended consultant previously visited this site for prior reported cases of tass. The consultant contacted the customer and discussed surgical and sterilization procedures. Add'l info was requested on 03/30/2012 by fax and mail. Add'l info was received in a f/u phone call on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).